Event description:
On (B)(6) 2012, a company rep reported the pt was hospitalized with diabetic ketoacidosis. The pt had f/u with a company rep for add'l training prior to the hospitalization. She had not been wearing the infusion device when she slept because she felt it was an "inconvenience." Pt was aware she would not receive insulin when the infusion device was disconnected. The company rep believes the pt was hospitalized the week of (B)(6) 2012, and it is unk if she had disconnected the infusion device prior to the hospitalization. It is also unk what type of treatment she received. No allegations were made against the infusion device. Three attempts were made to f/u with the pt, and these were unsuccessful. No add'l info is available at this time. No product will be returned for eval.